Event description:
The customer reported results on seven patient samples for the intact parathyroid hormone (ipth) assay on an immulite 2000 instrument while quality control samples were out of specification. It is unknown if the slope adjustment was within specifications or if patient samples were affected. The customer re-ran the quality control samples, which were within specifications when repeated. The seven patient samples were also repeated on the immulite 2000 instrument. The initial and repeat results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences as a result of the failed quality control samples for the ipth assay.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc) and stated that patient samples were reported from a run while quality control (qc)samples were out of specification. As per the immulite 2000 operator's manual : "after control ranges are established, controls must be run to verify kit adjustment before patient samples are processed. If the controls are out of range: follow accepted laboratory protocols for investigating qc failure; correct any problems found and run the controls again. If they are still out of range, and no other problem can be identified, re-adjust the kit. If the problem persists, contact your local service provider or distributor." Reporting patient samples while qc is out of range is a failure to follow instructions. The customer re-ran quality control samples and patient samples and the results were within specifications. The system is performing according to specifications. No further evaluation of the device is required.